Event description:
Customer reported an I-stat troponin value that was considered too low when compared to an alternate method run on same sample with results reported out 1.5 hours later. I-stat ctni 0.03 ng/ml @ 4:01 am. Lab result 0.17 ng/ml @ 5:30am.